Event description:
Boston scientific received info that this right atrial lead had dislodged ten days post implant. Oversensing was observed and an x-ray showed the lead was lying on the floor of the atrium. A revision procedure was performed to replace the lead. No add'l adverse pt effects were reported.